Event description:
The customer's mother reported via telephone that the customer had a blood glucose value of 49 mg/dl. The mother asked whether the insulin pump's alarm and alert volume could be turned up as no one heard the alert during the low blood glucose event, but the helpline advised that it was not possible. The mother declined troubleshooting for the low blood glucose and was advised to monitor the situation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.